Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided reprocessing information and the legal manufacturer's final investigation. The user provided additional information regarding reprocessing of the subject device where: no patient infection was reported. The subject device was reprocessed 14 times before receiving the positive culture result. Once the positive culture result was observed the device was quarantined. Before sampling the device was reprocessed two times. The last reprocessing date at the customer site was (B)(6) 2023. The storage environment of the device before sampling was in a bac cleanascope storage cabinet at >25 degrees celsius. The device was last used in a procedure on (B)(6) 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation it was confirmed that there was a leak in the biopsy channel. Upon further inspection, it was observed that the light guide rode lens and the charge-coupled device cover lens had discoloration. It was also observed that the plastic distal end cover was chipped. It was observed that the glue on the bending section cover was separated. It was also observed that the key top 1 on the switch section was incised and had cuts. It was observed that the universal cord had buckles. Lastly, it was observed that the angulation knob in all directions were less than specified. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. Additionally, the customer reported that there were air/water leakages. The scope was sampled once. During the sampling, the scope tested positive for 4 colony forming units (cfus) of klebsiella aerogenes (formerly enterobacter). The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.